Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The message was cleared and the device resumed normal functions.

Event description:
New information on 11/2/2016 stated that on (B)(6) 2016, the device was explanted and replaced. The patient was asymptomatic and in stable condition. The patient was discharged.